Manufacturer narrative:
The customer confirmed that results from (B)(4) were reported out. After retesting the samples from (B)(4), the customer confirmed that positivity rates returned to normal during the repeated run. The customer confirmed that the results were amended accordingly. The customer was not sure if treatment was provided. Of note, the customer did not provide the results from the repeated run as their positivity rates had returned to normal. No further issues have been reported to ts concerning this case. No product impact is known to date. A review of the logs identified that the sample shield was misaligned, which likely led to the contamination event.

Event description:
On (B)(6) 2021, a hologic field service engineer (fse) called hologic technical support (ts) on behalf of a customer from capstone family medicine to report an increased positivity rate with the aptima sars-cov-2 on the panther plus instrument sn (B)(6) at the customer site on (B)(6) 2021. The fse confirmed that the system had ran into an issue which required service. Fse noted there was a misaligned sample shield and ts instructed the customer to replace the sample shield and ensure that all four corners were correctly seated. A review of the logs found that immediately prior to the run, the sample shield maintenance was performed, (B)(4) using assay master lot 308012 had (B)(4)specimens had a sars-cov-2 positive result.